Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead presented two nonsustained events due to noise, the source of the noise was unknown. Technical services (ts) noted that this could be indicative of a lead problem as thresholds were also elevated. Ts suggested isometrics be done and impedance measurements be assessed and determined if the noise could be recreated. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead presented two nonsustained events due to noise, the source of the noise was unknown. Technical services (ts) noted that this could be indicative of a lead problem as thresholds were also elevated. Ts suggested isometrics be done and impedance measurements be assessed and determined if the noise could be recreated. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent isometrics and the noise was reproduced but not to the extent shown in the previous electrogram. The health care professional (hcp) decided to continue to monitor the patient moving forward. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited high out of range shock lead impedance measurements of greater than 200 ohms and pace impedance measurements of greater than 2500 ohms. Technical services (ts) indicated that this was likely due to lead fracture, however this was not confirmed. The patient was scheduled for a lead revision. No adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead presented two nonsustained events due to noise, the source of the noise was unknown. Technical services (ts) noted that this could be indicative of a lead problem as thresholds were also elevated. Ts suggested isometrics be done and impedance measurements be assessed and determined if the noise could be recreated. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent isometrics and the noise was reproduced but not to the extent shown in the previous electrogram. The health care professional (hcp) decided to continue to monitor the patient moving forward. This rv lead remains in service. No adverse patient effects were reported.